Manufacturer narrative:
Continuation of d10: product ID 37761 serial# (B)(6): product type recharger product ID 37791 serial# unknown: product type recharger h3: analysis of the 37761 recharger (rtm) (s/n (B)(6) revealed bent/ broken connector pins at the end of cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 37791 (serial: unknown); product type: 0213-recharger; implant date n/a; explant date n/a. Section d references the main component of the system. Other medical products in use during the event include: brand name restore; product ID 37761 (serial: (B)(6); product type: 0213-recharger brand name restore; product ID 37791 (serial: unknown); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the caller reported their recharger antenna is frayed and they cannot get their recharger to light up anymore since probably about a week ago. An email was sent to repair to replace the antenna. Patient called back and confirmed they got the new wire/antenna. Patient mentioned the recharger screen was dark. Agent instructed patient to start a charge session and patient noted the recharger screen was dark. Agent instructed patient to plug the recharger into the desktop charger (dtc) and patient mentioned the recharger screen was dark. Agent instructed patient to connect with the patient programmer to their implant and the patient programmer shows charge implant message. Patient unplugged and re-plugged the dtc into the recharger and patient noted the recharger screen lit up but did not show the recharger was recharging. Agent asked and patient mentioned they last charged their implant 2 weeks ago. Agent instructed patient to inspect the dtc and patient mentioned the dtc does not look straight and metal piece of dtc is not centered. The issue was not resolved. An email was sent to repair to replace the dtc.